Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed pump supplies to address occlusion. Customer reported to have received high/low blood glucose (bg) alerts. Bg was over 400 mg/dl during occlusion and manual insulin injection was administered to address bg. Customer declined to provide further information regarding the low bg alert.